Event description:
It was reported that when the foley catheter balloon was pre-tested before use on the patient, it was difficult to inflate. Next, the sterile water was also difficult to remove when attempting to remove it. Then, another catheter was used. Per follow up information received from ibc on (B)(6) 2023,the device was not used on the patient and the event occurred during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received a also received 3 photo samples. First photo sample shows overview of catheter. Second photo sample shows slightly inflated balloon. Third photo sample shows document in japanese. Based on physical sample received product does not meet specifications 3-way temp sensing catheter with cut portion of inlet tubing. Although an exact root cause could not be determined a potential root cause could be difficult withdrawal of balloon through urinary tract patient impact, urethral tissue damage / irritation or temporary bleeding. The product was used for patient diagnostic or treatment. The product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that when the foley catheter balloon was pre-tested before use on the patient, it was difficult to inflate. Next, the sterile water was also difficult to remove when attempting to remove it. Then, another catheter was used. Per follow up information received from ibc on 22mar2023,the device was not used on the patient and the event occurred during a pretest.